Event description:
Material: 309633, batch#: 3017600. It was reported that the bd syringe 5ml ll w/ndl 21x1-1/2 rb needle hub had a hole, was cracked / damaged. The following information was provided by the initial reporter: "I don't really want to register with you, I just want to file a product. Your 5ml syringes with the green needles, product number 309633 are being produced with a flaw in the needles hub which cause them to leak. It appers to be a hole. This problem has been on-going since you stopped producing the 5ml syringe in the yellow wrapper. Yes, several lots with this flaw have left your production facility. Our current lot is 3017600. I compound hazardous drugs and I am tired of getting a shower of death every 1000 syringes, and I know others are tired of it as well. I thought that I would file a product complaint directly with you. For some reason you have decided to make this difficult to do, which is alarming because product complaint reporting is a requirement of law. I really don't want to have to complete form FDA 3500 myself. Can you assure me that this email will get to the correct qa person within your company.". Item # 309633. Lot # 3017600. Additional information provided: 1. Tuesday, 21may2024. 2. No evidence or photo, we compound hazardous radioactive drugs. If it happens again, we can hold it for decay and send it to you. 3. No serious injury, at worst my exposure to radioactivity was increased.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention.

Event description:
No additional information was provided.